Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 pockets continuously fail and causes drawer to fail. A field service engineer (fse) removed all pockets from the drawer and reseated the row board cable; identified missing dog bones on both sides causing the drawer to overextend, installed replacements, and confirmed normal sliding; removed the back panel to reseat the row board cable on the drawer controller board and retractor band cables on both connections; tested the drawer in the hardware test application and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es same drawer continued to fail. The customer attempted a reboot, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.